Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Fa lab report - the main pcba was evaluated and found to be a known issue addressed by an internal investigation. No further investigation is needed and the suspect component has been scrapped.

Event description:
The customer reported issue with transducer faults and the main printed circuit board assembly (pcba) on the vela ventilator. The customer reported no patient involvement or allegation of patient harm.